Event description:
The pt reported receiving e4 (occlusion) errors once per week for the past 2-3 months during basal rate and bolus delivery and while priming the infusion set. The pt experienced a elevated blood glucose of 300 mg/dl as a result. The pt changed the infusion set and bolused through the infusion device. The pt's normal blood glucose level is 130 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.